Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported, therefore no lot release records were reviewed.

Event description:
The representative from the nursing home stated that the patient is deceased. She was inquiring how to shut the pod off and advised that the patient had passed away. No information regarding the cause of death was provided. Further details regarding the occurrence are unable to be obtained.